Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the home choice (hc) machine during dwell 6/6. The home patient (hp) stated she is still connected to machine. The technical service representative (tsr) had the hp cycle power and disconnect to remove the cassette and discard supplies. The tsr explained the alarm and advised the hp to contact the nurse. There was no patient injury or medical intervention associated with this event. No further information is available.